Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "I was doing a live case for sedline, o3 and continuous hb parameters using root with nibp and temperature. Root was charged and was also connected to power cord, but suddenly half an hour after the case, root automatically switched off. We tried changing multiple power cords, it didn't work. Since then not able to restart the root."

Event description:
The customer reported: "I was doing a live case for sedline, o3 and continuous hb parameters using root with nibp and temperature. Root was charged and was also connected to power cord, but suddenly half an hour after the case, root automatically switched off. We tried changing multiple power cords, it didn't work. Since then not able to restart the root." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was unable to turn on using either battery or ac power. The ac available led did not illuminate when the device was plugged in. Internal inspection showed one of the fuses had blown which prevents the unit from powering on. The fuses were replaced and the device was able to power on successfully. The device log files were review and no errors were observed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.